Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the no foam assembly located in the unicel dxc 800 pro synchron chemistry analyzer. Per customer, the no foam was leaking through the lid. No injury was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the no foam assembly and the system was resumed.